Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective (B)(6) 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 331 mg/dl while wearing the pod between 4 and 24 hours. Patient's father stated the cannula dislodged from the infusion site (arm). Outer shell damage was also reported with this pod. As treatment, a new pod was applied after the event. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site; a root cause for the reported event could not be determined. Cracks were found in the top and bottom housing, however, it cannot be determined when or how this damage occurred. The damage did not affect the devices ability to deliver insulin. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.